Manufacturer narrative:
Zoll has not received the zoll autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message. Unknown if the device issue was observed during the patient use or device check. No known impact or patient consequence was reported. No further information was provided.